Event description:
A customer contacted beckman coulter regarding erroneously elevated accu tnl results that were generated by the access 2 instrument. The actual pt results were not provided. The customer indicated that upon repeat, the erroneous accu tnl results recovered within their normal range. A corrected report was issued. The customer did not provide any additional info regarding this event. The customer indicated that there has been no change to pt treatment attributed to this event.